Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a spin screw lg 12mm sterile (ID 112012snd) doesn't seems straight. The screw did not turn in the axis. The procedure was completed with a replacement product available with no consequences for the patient. The event lead to 10 minutes surgical delay.

Manufacturer narrative:
No anomaly is noted on the DHR. Product was not returned and failure analysis cannot be done. Results of the documentary investigation does not reveal any issue about the use of the device, the design and the manufacturing. No trend for this kind of incident is observed. Associated risk will be updated with new evaluation. Investigation for cause cannot be performed as the product was not returned device identifier : (B)(4). Product identifier :(B)(4). Manufacturing date : 2018-11-01. Expiration date : 2023-10-01.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Device identifier : (01) 10381780047346. Complaint sample was returned for evaluation: no anomaly is noted on the DHR. Failure analysis - an inspection is done according to associated inspection sheet. All the results are in compliance. Nevertheless, it is confirmed that the spin screw is slightly turned. Root cause - results of the documentary investigation does not reveal any issue about the use of the device, the design and the manufacturing.